Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery. Customer attempted to load another cartridge and the alarm occurred again. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.